Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced repeated unexpected factory resets when the device was placed on the charger. The user reported no impact to blood glucose levels. There was no report of end-user harm or adverse event associated with this case.